Manufacturer narrative:
Medtronic investigation of returned battery terminal connection kit finds that the kit was marked as "returned unused", but trac seal was not intact. It was noted the 2 lug cable was missing from the kit.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that when changing out the batteries, and then shutting the generator door, a battery tray cable was pinched which caused arcing and sparking. Electrical components were shorted when they closed the battery cable in the door causing an arc of electricity. - 11/19/2015 a medtronic representative performed an imaging system check-out, mechanical, cable grade and software areas passed. Imaging modalities and safety inspection tests failed. Error, sulfur smell, - batteries and pfc 1000 board ordered. Noted the smell to be a sulfur type near the batteries. Plugged the mobile viewing system (mvs) to a wall outlet and the umbilical to the ias and immediately received scrolling charging lights. Tested j7, charger side- was within range, battery side- several pins at 9v¿s. Booted-up the system to verify operation ability and the imaging system booted up normally but upon trying to take x-rays (2d and 3d) error 25 appeared. - 11/24/2015 a medtronic representative performed an imaging system check-out, mechanical, cable grade and software areas passed. Imaging modalities and safety inspection tests failed. X-ray battery failure and cable shorting causing image issues with the generator. - 11/23/2015 battery replacement: changed all 38 batteries and found 1 battery in tray 1 to be corroded enough to have caused a hole in the battery and the tray. - medtronic representative turned on the imaging system after battery change-out and while shutting the generator door, two anderson cables from the x-ray batteries were severed causing the system to arc, spark, fire black smoke and a loud bang. The imaging system remained powered on until it was realized what took place and the system was unplugged and powered-down in a normal fashion. Newly replaced batteries removed for further investigation of damage. Initial assessment revealed damage to the batteries in tray 3, soot over the generator inner and outer doors and associated components, k3, br2 & br4, c6 & c7, lf3, blown f1 / f9. Possible damage to the atp board, filament driver board, & low voltage power supply. - 11/24/2015 investigation continued with assistance from medtronic representative. Parts received and process of replacing began but came to a halt upon realizing that the bundle of wires that connect to k3, and associated components, were damaged and are not field replaceable. All original parts remain on imaging system. X-ray batteries removed and stored in site biomed shop. Motion batteries installed in imaging system and imaging system plugged into umbilical to verify chargers are ok. System booted-up and motion was functional. Pendant with green check for both motion and mobile viewing system (mvs). System moved via its own power to the operating room (or) for storage. Sign placed on unit stating "do not use, do not plug in, awaiting repair, contact biomed or medtronic for further information¿, imaging system stored in off position and unplugged. - 12/09/2015 a medtronic representative performed an imaging system check-out, tests failed. System does not perform as intended. Imaging system returned to manufacturer. - return requested for 12 parts. Replacement devices shipped. Eleven of these parts have not been received by manufacturer for analysis. - one returned suspect device, pfc board 1000 pcba returned on 12/03/2015, is currently under analysis. - no further issues have been reported.

Event description:
A site representative, imaging engineer, reported that there was a burnt smell from the inside of their imaging system. The imaging engineer also noted that the imaging system was plugged in; however, the led showing that the system was charging was not lit up. No further details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The o-arm was shipped back to the manufacturer to be repaired after being damaged during the original service visit. On (B)(6) 2016 - the oarm was evaluated. A short in the sedecal generator was found. Processed system through uncrating and decontamination. Dissembled old generator and mechanically mounted replacement generator. On (B)(6) 2016 - completed sedecal generator replacement and re-wiring of generator. Completed mechanical install. Calibrated x-ray generator. Completed system checkout. After part replacements system passed all testing and was found fully functional. 2/1/2016 - the repaired o-arm was shipped back to the site and another system checkout was performed onsite. System passed all testing. Fully functional. Analysis of suspect system components as follows: power control board assembly was fully functional, no fault found. Sedecal generator: failure mode: electrical. Able to duplicate the issue: yes. Finding & conclusions: generator was damaged due to electrical over stress. Electrical over stress was induced because of the generator cable shorting. Per the field service engineer's service notes, during the battery replacement procedure, battery cables got stuck underneath the generator door created a short between the batteries and chassis ground and damaged several components in the generator. Sub-root cause: no power. Suspect batteries were not returned.